Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned as one portion was left in the patient and the other broken piece was discarded by the customer, therefore it is unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause is that the surgeon applied too much torque on the device when attempting to insert it, causing the breakage. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Device not returned.

Event description:
The affiliate reported via email the milagro screw broke just under half of the femoral insertion (out-in). On 23 mm, 14 mm remained in the bone. The remaining 9 mm came out on the screwdriver, blocked, it had to be crumbed to remove them, so they were thrown away. The piece of screw in the femur seemed to hold the graft that did not move the tear / withdrawal test. No other screw was needed to fix it, the piece in the femoral bone and the graft are not moving. The team decided to leave the assembly. No increase in operating time. The insertion was difficult, it may be that screwing in the axis was difficult, but the nitinol guide was in place and was not at all twisted in the end. No surgical intervention planned. No patient impact.